Manufacturer narrative:
Due to character limit in the e1 section, (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by getinge field service engineer during field service control action that, the cardiosave intra aortic balloon pump had displayed alarm power on test failure code 10. There was no patient involvement and no injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e1 (event site telephone), h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1-contact person at mfg site, g3, g6, h2, h6-component codes and h11. Corrected fields: h6-investigation conclusion code.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6- type of investigation, investigation findings, investigation conclusion, h11. A getinge field service engineer (fse) states the device is powered on in user mode. Upon power-up, the device displays the following messages: power-on test failure code number 10, low helium, battery maintenance required, unusable battery detected, helium transducer not calibrated, low helium. Fsca is being performed. Unexpected shutdown due to failure of the coiled cord cable according to factory instructions, functional testing, and general cleaning. Spare parts replaced: coiled cord, strain relief mount plate, strain relief fork, o-ring, top cover screw kit, pan head screw, pan head screw, female standoff 4-40 male to 6-32 male, edging grommet, cable tie. As described in the service order, it is verified that the equipment powers on correctly in service mode, and that the touchscreen calibration, display test, and touchscreen test are performed correctly. It is observed that the equipment displays the message "equipment requires replacement of security disk," as well as a battery calibration message, which also requires replacement. It is recommended that the equipment undergo preventative maintenance, replacing necessary spare parts, to verify the source of the fault alarms it displays upon power-up. Delivered to the customer in good condition. Fsca applied correctly.

Event description:
N/a.